Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unable to calibrate message and then the fiber optic calibration postponed message occurred within several minutes of each other. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer would/could not obtain the type and serial number because the axillary iab was covered with lots of dressing. They said that the arterial line waveform looked good on the pump. The getinge representative advised her to press the calibrate key, and the unable to calibrate message appeared again. The getinge representative then advised them to move to the transducer to monitor the arterial line and pressure. They were instructed to disconnect the fiber optic cable then press the zero key. The pump was unable to zero and displayed that the line was not vented. The getinge representative attempted to troubleshoot with them to find the stopcock for the line and make sure it was turned. The customer was in a hurry and wanted to hang up to get help from the staff in the ICU. The getinge representative asked them to call back for further help and they ended the call. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
Updated field: return to manufacture date; changed to [blank]. It was previously reported on mfg report number: 2248146-2024-00486, that the device was returned on 01aug2024. However, the sanitization service getinge uses for iab catheters, cg labs, stated that the device was not in the container. This complaint will now be processed as a non-return. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as no lot number for the affected device have not been provided.

Event description:
N/a.